Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they kept running to the restroom, and had been "going a lot" more than usual. It was indicated that the patient was also getting "pulling" in left leg, a little teeth chattering, and had a little trouble writing. The patient mentioned that they were in an auto accident, so it could be related. The patient also reported a loss of therapy. It was noted that the patient couldn't go the day prior to the report, and now was going all the time. It was also reported that the trial stopped on the patient a couple of times and "kept pulling loose." The patient stated that they went in, and the healthcare provider adjusted it. Additional information received indicated that the leads came loose from the bifurcated patient cord due to too much patient movement. The manufacturer representative reviewed with the patient that the device could not cause the teeth chattering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.